Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that alerts have not been going off for his high blood glucose of 400 mg/dl and low of 50 mg/dl. The customer indicated that he is wearing the sensor and troubleshooting explained that alarms would be triggered by sensor glucose not blood glucose. Customer declined further troubleshooting.